Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the compact flash card. Upon replacement by the customer biomedical engineer, the reported issue was resolved. No report of patient involvement. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported an ec01 error preventing mechanical ventilation. There was no report of patient involvement.